Event description:
Procedure type: tubal ligation. Reportedly. The hinge pin disengaged from the instrument after the case and fell onto the patient's abdomen. The pin was retrieved and there was no patient injury reported.